Event description:
During a idiopathic vt ablation in the lv, mapping and ablation were conducted with a navistar catheter. In order to conduct higher power ablation, the navistar was exchanged to a ezs catheter. However, the ezs was not recognized by the system. The issue was not resolved by re-connecting the cable and exchanging the cable. Before preparing a new ezs catheter, the patient developed vt. Mapping with the navistar that was used at the beginning of the procedure was conducted. During the mapping, the patient went into vf and dc shock was conducted. The physician's opinion regarding the causality of the adverse event is unrelated to procedure or device. The procedure was completed and the prognosis for the patient was reported as fully recovered.

Manufacturer narrative:
Product analysis will not be conducted since the device was not returned for investigation. Concomitant product: ez steer - thermocool nav bi-directional catheter us catalog #: bni75tcddh, lot #: 15546314m. (B)(4).